Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner. Unknown cup. Unknown stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00264. 0001825034-2019-00267. Review of the x-ray provided identified a superolateral dislocation of the femoral head in relation to the acetabular shell. No fracture was seen. Alignment was noted to be abnormal secondary to dislocation. The bones appeared markedly osteopenic. Reported event was confirmed by review of x-rays provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported patient has been indicated for a revision due to dislocation; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.